Event description:
Boston scientific received information that the programmer made a loud bang sound and emitted white smoke. The programmer was immediately unplugged and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue caused by defective powersupply resulting in the reported clinical observations. Following repair of the unit, this programmer operated as expected.